Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic loss of capture was noted on the left ventricle (lv) lead. Diagnostic imaging (x-ray) revealed a dislodgement of the lead. The lead was deactivated through reprogramming to resolve the event. The patient was stable.